Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was 90% accident free and the device had changed their life. The patient previously had diarrhea 5-6 times a day and now knows when to go; patient would recommend device to anyone. The patient's 3 previously reported diarrhea episodes were less than a week after implant when the patient was still getting used to the device and overdid it on eating and exercise. It was reported the issues had resolved and no further complications were reported or are anticipated.

Event description:
A patient reported she had 3 episodes of ¿liquid stool¿ after a bowel movement since (B)(6) 2017. The patient stated she increased stimulation, but that had not made a difference. The patient felt stimulation. The patient noted this was sudden in onset. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.